Event description:
Patient was implanted with sternal locking x plate construct on sternum on (B)(6) 2012. Patient also had previous clavicle. It is reported there was too much movement in that area which caused a non-union. Patient was returned to the operating room on (B)(6) 2012 and the plate and ten (10) screws were removed. No hardware was replaced. This is 6 of 11 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Investigation is on-going.